Manufacturer narrative:
This device was returned to omsc for evaluation. During the evaluation, omsc confirmed that the bending section rubber of this device was broken and many scratches on the bending section rubber. Also omsc reviewed the manufacturing history of this device and confirmed no irregularity. Considering the scratches, this phenomenon may have occurred due to outside physical stress, but the exact cause could not be conclusively determined. In addition, it is considered that a part of the bending section rubber did not possibly fall into the body. In the instruction manual of this device, the following warning is described. Insert a hand instrument into the trocar tube close to the endoscope slowly and deliberately. Sudden insertion may damage the bending section and cause parts of the covering to fall off inside the patient.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed that the bending section rubber of the subject device was broken and turned outward during a therapeutic procedure. It was unknown when the bending section damage occurred. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.